Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient thought they may have had a stomach virus or something because they were experiencing extra diarrhea and their stomach wasn't feeling right. They wanted their healthcare professional (hcp) to check the patient programmer (pp) to make sure everything was on. The patient synced to the implanted neurostimulator (ins) and found it was on program 4 at 3.0 volts (v). They did not want to change their settings. These issues began on (B)(6) 2018. There were no further complications reported or anticipated.